Event description:
During product service by a technician, a flo-gard infusion pump was found to have an f-23 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. This is an ancillary service event. The device was visually inspected, power on self-tested and the alarm log was reviewed. A service history report did not show any defects. During alarm log review the f-23 alarm was found; the cause of this was unknown. This device is end of life and will be scrapped. Upon completion of the device evaluation, or if additional relevant information is obtained, then a follow-up MDR will be submitted.